Event description:
During routine testing of the device, the service technician reported the end cap assembly of the occluder was broken off. No other details regarding the nature of the event were provided. Since the event occurred during routine testing, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.